Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens stuck in the injector. The surgery was completed on the same day. There was no patient impact or harm. Additional information was received stating that the procedure was completed without harm to the patient using a different new lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).